Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765, implantable tachy lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that after a generator change and during the wound check, it was noted that the atrial lead had dislodged. The device was reprogrammed to vvi mode, but within one year the patient became symptomatic and experienced syncope. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the distal lv (low voltage) electrode of the lead was covered in blood, and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth; full lead returned and analyzed.